Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to switch into defib mode. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.